Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this patient visited the hospital and alleged the pacemaker was not providing an appropriate response. Upon further review, it was noticed that the minute ventilation (mv) feature was suspended. Two calibration attempts failed due to right atrial noise. The system's data was sent for analysis. Boston scientific technical services (ts) examined the data and confirmed the mv sensor had not detected any lead issues. Ts recommended reprogramming the mv response factor. The field representative confirmed the patient was checked in clinic and the device therapy mode was reprogrammed to resolve the issue. No adverse patient effects were reported. This product remains in-service.